Event description:
France. Allegedly, a patient implanted with a 625 cc round breast prosthesis experienced necrosis and capsular contracture Baker grade I. The capsular contracture was reported with normal breast shape and softness. Explantation surgery was performed (SN: (b)(6). No patient demographics, such as age, weight, or ethnicity, were provided by the reporter, and no adverse outcomes for the patient have been noted. Efforts to gather additional information are ongoing, and the investigation remains in progress.

Manufacturer narrative:
¿Causes of necrosis include prior radiation therapy for breast cancer, uncontrolled diabetes followed by infection, late diagnosis of hematoma, smoking, infection, electrocoagulation too close to the skin, or a combination of these factors. In combination with other factors such as uncontrolled diabetes, smoking, or hematoma, the risk of problems increases.¿ . (Skandalakis, Shiffman. Breast Augmentation: Principles and Practice. 2009 Springer-Verlag Berlin Heidelberg)Each patient must receive the Establishment Labs S.A. ¿Motiva Implants®: Information for the Patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in Motiva® website: http://motivaimplants.com/information-for-the-patient. The instructions for use in the Directions for Use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "Necrosis is the formation of dead tissue around the implant. This may prevent wound healing and require surgical correction and/or implant removal. Permanent scar deformity may occur following necrosis. Factors associated with necrosis include infection, steroids in the surgical pocket, smoking, chemotherapy/radiation, and excessive heat or cold therapy."Also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process.Initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Necrosis is considered a potential risk of the surgery as indicated in the product Directions for Use. Establishment Labs maintains a constant monitoring of the product in the market to evaluate the performance of its devices; no negative trends have been observed for this complaint type that merits the implementation of corrective actions nor preventive actions.